Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided cable and tandem-provided wall power adapter. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.